Event description:
It was reported that the insulin pump have an error alarm during normal use. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a protruded/loose drive support disk and cracked reservoir tube lip. The unit passed the displacement and self tests. No error alarm noted.